Event description:
The dentist reported that implant xifnt411 the hex was stripped. It was attempted to remove the implant with the fixture removal screw and the screw fractured during procedure. The implant was removed with a "ronguer".